Event description:
After 4-5 passes of aspiration, the physician attempted to remove the pronto v3 from the guide catheter when he felt resistance and couldn't remove the catheter. He then withdrew the guidewire and remove the pronto v3 from the guide catheter. Upon inspection, he found that the rapid exchange segment of the catheter was defective- a structural wire in the rapid exchange segment separated from the catheter at the exit site of the rapid exchange segment. The date of the event was not reported. No patient impact was reported.